Event description:
The initial reporter received a questionable troponin t hs elecsys result from one patient sample tested on the cobas e 801 analytical unit. The initial troponin t hs result from the analyzer was 315 pg/ml. The troponin I result from the abbott analyzer was 2 pg/ml. The patient's electrocardiogram and imaging were normal.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6) . The customer performed a polyethylene glycol (peg) precipitation test using the patient's samples. The customer considered an interference based on the result. The patient sample was requested for investigation. The investigation is ongoing.

Manufacturer narrative:
The patient sample was received for investigation. The investigation was able to reproduce the customer's elevated troponin t hs result. The investigation tested the patient sample for the presence of interference using treatment with a heterophilic blocking tube (hbt) and a dilution series. The results indicated the presence of heterophile antibodies that interfered with the elecsys troponin t hs assay causing the falsely elevated troponin t hs result. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation determined the event was caused by the presence of interference in the patient sample. The investigation did not identify a product problem.